Event description:
It was reported that the mcs20 device had malformed clips and scissored clips. The clips would not hold. The case was completed with a similar device. There was no consequence to the pt.